Event description:
A journal article was reviewed which contained information regarding this implantable loop recorder (ilr). The article included the following failure modes: deaths, erosion, infection, and device "malfunction." Information obtained through follow up indicated that this patient had expired. There was no cause of death available.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. There is no information given as to the exact date of death for the patient; therefore, the date of death included in this report is purely an estimate. Patient information is limited due to confidentiality concerns. Referenced article: implantable loop recorder allows an etiologic diagnosis in one-third of patients - results of the spanish reveal registry. Circ. J. 2013;77(10):2535-2541. (B)(4).